Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 355531, lot# n332287, implanted: (B)(6) 2012, product type: screening device. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had swelling at the lead location for the past three weeks prior to the date of report. The patient stated that she could ¿feel the lead floating around.¿ the patient noted that she could see bruising where the swelling was at the lead location. It was noted that the patient had ¿serious swelling, serious pain that¿s not normal.¿